Manufacturer narrative:
The hill-rom tech found there was a short in the communication cable pin 15. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communications cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not send the correct alarm. The bed was located on the 3rd floor hallway in the needham floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).